Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was noted "not to kick". The epg passed all incoming testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), which was connected to the patient in back-up mode, was noted "not to kick". The patient's heart rate was in the 40's on the monitor. The patient¿s heart rhythm went into asystole immediately thereafter, and patient passed away in the intensive care unit (ICU). The epg was returned for evaluation and service.